Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a na value of 121 mmol/l and this value was reported outside of the laboratory. The doctor questioned the result, so the sample was repeated on a second analyzer, resulting in a value of 127 mmol/l. The repeat value was deemed correct. The na electrode lot number was v27. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer could not determine a cause. The sample probe, sample probe syringe seals, the sipper probe and all reagents were replaced. A system reagent bath was cleaned. The electrode block was inspected an cleaned. Ise checks, calibration, and precision studies were performed. The customer ran controls successfully. The sample centrifugation time was shorter and the speed was lower than recommended by the tube manufacturer. The investigation could not identify a product problem. The cause of the event could not be determined.